Event description:
It was reported that while advancing a 3.0x23 xience v rx stent delivery system (sds) in the patient anatomy, without resistance, when attempting to pull negative pressure on a xience v rx sds, negative pressure was unable to be drawn; air bubbles were noted to be entering the inflation device while pulling negative pressure using an unspecified inflation device. The stopcock connector between the inflation device and xience v rx sds was replaced, but negative pressure was still unable to be drawn and bubbles were still observed. The xience v rx was withdrawn without resistance and the procedure was successfully completed using a new 3.0x23 xience v rx sds with the same stopcock and inflation device. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): instructions for use - failure to follow steps. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that negative was pulled during advancement of the device into the patient anatomy. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use instructs the user to expel all air from the device prior to use, and that negative should not be pulled when advancing the device into the anatomy. Based on the information reviewed, there is no indication of a product deficiency.